Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to deficient battery depletion. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is enrolled in the post approval network cardiovascular group clinical study.